Event description:
Patient had pain, swelling, and increased sensitivity. For 2 months prior to failure, patient reported feeling tenderness or swelling in area, antibiotics given, symptoms worsened and implant was loose.